Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittently. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue was duplicated. The boards and connectors were reseated during the service call. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and put back into service.